Event description:
The customer contact reported a separation. The catheter was to be used to deliver an unspecified volume of normal saline and unspecified medications. It was reported that the catheter was inserted into an unspecified vein in the pt. It was reported that after a male adapter of an extension tubing set was connected to the hub of the catheter, the hub separated from the cannula. It was reported that the anesthetist removed the cannula from the pt with a medical pliers. The catheter was replaced and the therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add¿l info was provided.

Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed. The domestic list number has a common device name of 80fox and is pre-amendment 510k. This report represents all the info known by the reporter upon query by hospira personnel.